Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had depleted battery life. The customer reported that they have been getting low battery alarms. The customer's blood glucose was 7.1 mmol/l at the time of incident. The customer stated that they received multiple alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis shows that power error alarm and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance at printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. The insulin pump received with scratched case, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.